Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via distributor that the two blades got broken immediately after into use during the functional endoscopic sinus surgery. The two blades were used in one operation and it was the initial use for both blades.the blade was used to drill the bone. The blade was broken but not detached. There was no error code shown on the power console. There was no fragments left inside the patient's body. The case was completed using the third new blade. There was a less than 5 minutes delay in the procedure; however, there was no adverse effect or patient impact. There was no patient impact.

Manufacturer narrative:
Analysis of the device found that there was a residue consistent with biological contaminants. The inner shafts broke 0.69¿ and 0.11¿ from the distal face of the inner hub. There were striations around the outside diameter of the break points. The break points correspond to the proximal end of the outer tube in the front hub and front hub bushing. There was no damage to the distal tips. When viewed under magnification, there was deformation and indentations of the front hubs locking area. If information is provided in the future, a supplemental report will be issued.